Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 a lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter had a cracked display. This compliant was documented using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred in (B)(6) (unknown year). The patient reported using a combination of medications including insulin and pills. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. However the patient reported 2 months prior to contacting lfs, she was treated in the emergency room (ER) and was treated by a healthcare professional with an unknown dose of insulin in response to a reading of ¿475 mg/dl.¿ at the time of troubleshooting, the cca determined that there was misuse of the subject meter and this was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issues she required treatment from a healthcare professional for high blood glucose reading.